Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a failed transmitter error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. There was no report of injury or medical intervention. No additional patient or event information is available.